Event description:
The dr had difficulty inserting the iab into the pt on 6/8/98 at 4:00 p.m. The pt had severe peripheral vascular disease. The iab was removed on 6/12/98 at 12:30 am. The pt went on to expire with iab in place. The contact stated that the pt's death was not a direct consequence of the iab or iab therapy. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 8/24/98. Pt's current status: expired - reported 8/24/98.)